Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-02-21. It was reported that the patient was referred to a surgeon for a consult for her ins. The patient did not recall an event that specifically could have caused the high impedances. The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the full system was replaced. The patient was changed from a percutaneous system to a surgical paddle. It was stated that an impedance check showed all were outside normal values. An x-ray was done that showed lead migration. The issue was resolved at the time of the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient reported that the adjustments made to their device didn't resolve their issues and when they met with a representative they were informed that their leads came out of the device. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the device was not working. The patient stated the battery pack was charged and she got new batteries for her patient programmer. The patient confirmed she meant she is not feeling stimulation and further stated that she cannot walk because her feet burn and hurt. The patient synced with the patient programmer and showed stimulation was on. The patient confirmed she was on group e and p1 and at 5.00v. The patient had the ability to change the amplitude, groups, and/or programs. The patient increased the stimulation, but noted she did not feel stimulation even at 8.00v. The patient noted that she never goes that high. The patient confirmed group e had only 1 program. The patient tried group a and b also and confirmed she did not feel stimulation even above 8v or above 9v. The patient confirmed only 1 program on both group a and b. The patient also tried group d which also had only one program, but patient did not feel stimulation there as well. The patient tried group c and confirmed she started to feel stimulation at 9.2v but noted stimulation was very faint even at 10v. The patient noted that she knows how it feels and stimulation was faint. The patient stated c is the only group that she felt stimulation on but states it's not high enough. The patient noted that stimulation went away and noted she is not feeling stimulation on group d as well. It was reviewed the patient may go back to group c, until she meets with healthcare provider. The patient had not falls but had to have someone help her walk because her legs hurt really bad and burn and she cannot do much walking. The patient was redirected to their healthcare provider to check device and for possible reprogramming. Additional information was received from healthcare provider. It was reported that the device was not working, and it sounded like the patient did not charge the ins or it was depleted. The patient was not feeling vibration at all. No further complications were reported/anticipated. Additional information was received on (B)(6) 2018 from a consumer and a representative (rep) regarding a patient. It was reported that the patient had experienced a loss of stimulation. The rep stated that impedance testing was performed on (B)(6) 2018 and they were all over 10000. The patient was referred to a surgeon for a possible revision. No further complications were reported. Additional information was received from the manufacturer representative (B)(4) 2018. The representative was made aware of the patient's device not working on (B)(6) 2018, when they saw the patient and did an impedance test. No further information was provided.

Manufacturer narrative:
Investigation summary - it was reported that the ins was not working. The patient confirmed she meant she is not feeling stimulation and further stated that she cannot walk because her feet burn and hurt. Impedance testing was performed on (B)(6) 2018 and they were all over 10000. The patient was referred to a surgeon for a possible revision. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The manufacturer representative was contacted to investigate cause and resolution. The representative responded that there was no event reported that could have caused the high impedances. The patient's weight was unknown. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause of the loss of stimulation and the high impedances was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Pli 20 & 30: investigation summary - it was reported that the patient's lead came out of their device. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. The patient reported that their leads came out of their device. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were getting their leads revised and wanted a rep present at the procedure. No further complications were reported.